Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working and act buttons, down arrow and esc buttons was not responding. The customer blood glucose level was unknown. Customer advised to observe time clock for one minute to verify if time advances and time was advancing. Customer was advised to insulin pump will need to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.